Manufacturer narrative:
Evaluation, results: no functional testing was performed due to incomplete and cut lamitrodes. Wires were exposed from the body of the lead segments. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system including two surgical leads (from the same lot) on (B)(6) 2010. It was reported that the pt had lost stimulation and invalid impedances were observed on all lead contacts. The leads were explanted and replaced with two new leads and stimulation was recaptured postoperative. No further pt complications were reported.